Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Additional patient codes: (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose below 20 mg/dl and was found unresponsive due to an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy. Emergency medical services were called and administered glucose to the patient. The patient had a seizure and was taken by ambulance to the hospital where they were admitted to the ICU. The patient was intubated, given intravenous glucose, intravenous fluids and other treatment by health care providers. During troubleshooting with customer technical support, it was noted that there were call service alarms and that the pump would not power on. This complaint is being reported because the patient experienced hypoglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings: during investigation, due to hard cs 052 at power up all required testing could not be completed for inaccurate delivery. The pump booted to a hard cs 052 that could not be cleared. The pump's cover was removed and there were crack traces observed on the transmitter flex cable , transmitter flex was unplugged from main pcb and 052 alarm cleared. According to the black box and pump total daily dose history the pump was delivering the programmed basal rate until the pump was manually placed into suspend by the user on (B)(6)2018 at 00:45am . Suspend was confirmed by the user at 01:45am.5. 052,054 alarms occurred at next power up on (B)(6)2018 , deliveries were not resumed.